Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) inappropriately shocked the patient for supraventricular tachycardia. The physician elected to make programming changes and change the patient's medication. The patient was stable following the changes.